Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent sample bag leaked. The leaked occurred at the lower part of the bag during use. The patient was given a one time prophylactic antibiotic intraperitoneally (ip) as a precautionary measure. There was no report of patient injury associated with this event. No additional information is available.